Manufacturer narrative:
Associated medwatches: 2916714-2020-00199, 2916714-2020-00197, 2916714-2020-00196, 2916714-2020-00225, and 2916714-2020-00224. Reference code nn072z, device name as columbus cr/ps, tib.plat.cemented t1+, serial number n/a, batch number 52066002, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4). Involved components: ref. Code device name batch nr. Mauf. Date. Nn261z as tibial obturator d12mm (B)(6) 03.03.2015. Nn013z as columbus cr femoral comp.cemented f3r (B)(6) 21.05.2014. Nn481 columbus patella 3-pegs p1 27x7mm (B)(6) 04.06.2014. Nn410 columbus uc gliding surface t1/1+ 10mm (B)(6) 04.02.2015. Investigation: failure description. No product at hand. Therefore a failure description at the device is not possible. There are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against these lot numbers with this error pattern. Explanation and rationale - in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the mentioned failure. Corrective action - for this topic (loosening) a product safety case (psc) was initiated.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as columbus. As a result of having the product implanted, the patient has experienced, knee pain and difficulty walking, which resulted in a revision surgery. During the revision surgery the physician replaced the tibial component with another as columbus tibial component and added an as columbus extension stem. The primary surgery occurred on (B)(6) 2015, and the revision surgery occurred on, (B)(6) 2016. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: primary surgery: nn261z (tibial obturator d12mm, l7mm), nn013z (as columbus cr femur cemented f3 rt), nn072z (as columbus cr/ps tibia cemented t1+), nn481 (columbus pri/rev pe patella 3-pegs p1), nn410 (columbus cr uc pe insert t1/t1+ 10 mm). Cement used during primary surgery: zimmer palacos r radiopaque bone cement (00-1112-140-01). Revision surgery: nn410 (columbus cr uc pe insert t1/t1+ 10 mm), nn263z (as columbus tibial stem cemented d12mm l92mm), nn071z (as columbus cr/ps tibia cemented t1). Cement used during the revision surgery: zimmer palacos r radiopaque. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00199, 2916714-2020-00197, 2916714-2020-00196, 2916714-2020-00225.